Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated a part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring sampleand reagent handling. This is the final report.

Event description:
On 12/27/97, erratic results for the valproic assay were obtained while operating the analyzer. An initial result of 18 mg/l was reported and was questioned by the physician because a previous sample on the pt was 89 mg/l. The original poured off sample was rerun and gave a result of 0.39 mg/l. The original sample tube was than run and a result of 87 mg/l was obtained. After receiving these results, the account reran the pour off tube and the original tube. Results of 85 mg/l and 87 mg/l were given respectively. Evidence of a probe crash was identified during a service call to the account. No report of medical intervention taken based on the first reported result. No report injury.